Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiate. The home patient (hp) revealed that she had pressed go to start therapy before connecting to the hc machine and had her transfer set closed. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp then revealed that she had pressed go to start therapy before connecting to the hc machine and had her transfer set closed. The hp added that she was connected to the hc machine. The tsr advised the hp to start over with new supplies and to contact peritoneal dialysis nurse in the morning about the alarm. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and that she had resumed therapy. The hp stated that she is doing fine and continuing therapy. The hp stated that she is aware of what she did wrong, and has not had a problem since. Per hp, she did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.